Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving hydromorphone and baclofen of unspecified drug concentrations at unspecified dose rates via an implantable pump for intractable spasticity. It was reported the patient¿s pump was alarming since (B)(6) 2020. Pump interrogation revealed both the low and empty reservoir alarms had occurred; the date of test was (B)(6) 2020. The patient experienced withdrawal symptoms secondary to empty pump reservoir. The empty pump reservoir was secondary to no scheduled refill appointment. Symptoms of withdrawal including sweating and muscle spasms. The patient was started on oral baclofen on (B)(6) 2020. Further intervention included the pump having been refilled and reprogrammed on (B)(6) 2020. Regarding etiology, the relationship of the event to the device or therapy was related. The relationship of the event to the implant procedure was not related. It was noted that the event was related to hydromorphone and baclofen and drug action that caused the event was an empty pump reservoir. The patient¿s weight was not measured at baseline. The issue was resolved without sequelae (B)(6) 2020. No further patient complications have been reported as a result of this event.